Event description:
According to the initial report, "received a tricuspid position mitral implant for a patient that already has one. One on (B)(6) 2020 one on (B)(6) 2021. Second implant sn (B)(4) onxmc 25/33". This investigation will be relegated to onxmc 25/33, sn (B)(4). Additional questions were answered by the user facility: why were the valves explanted? Was there a deficiency? They were originally implanted (B)(6) 2020 with the expectation of termination of drug use. She returned (B)(6) 2021 with endocarditis and had to be explanted. On (B)(6) 2020 sn#(B)(4) tricuspid position sn#(B)(4) mitral position. On (B)(6) 2021 sn#(B)(4) tricuspid position sn#(B)(4) mitral position. Will the explanted valves be returned? We had no intent to return the valves due to the reason for explant. Why were the valves originally implanted? Stated earlier. How is the patient post-operatively? Poor condition. Many co-morbidities. Are operative notes available for us to review? I do not think that the notes are available for review. No additional information forthcoming.